Manufacturer narrative:
This report is for an unknown synthes rods:uss/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: da silva herrero, c.f.p., porto, m.a., barbosa, m.h.n. And defino, h.l.a. (2009), multiple segmental osteotomies for the correction of kyphosis, revista brasileira de ortopedia, vol. 44 (no. 6), pages 513-518 (brazil). The aim of this retrospective study is to present the clinical and radiological results of using the posterior approach alone for performing multiple segment osteotomies of the spine for the treatment of dorsal hyperkyphosis. Between, a total of 10 patients (7 male and 3 female) aged between 12 and 20 years (mean age of 16.8 years ± 2.89) were included in the study. Out of 10, 6 patients were treated using synthes universal spine system (uss). Follow-up period ranged from 24 to 144 months (16.8 ± 39.92 months). The following complications were reported as follows: a (B)(6) year-old male patient who had sequelae of dorsal laminectomy: kyphosis measurement preoperatively is 80 degrees; immediate postoperative is 50 degrees; late postoperative is 50 degrees. Scoliosis measurement preoperatively is 30 degrees; immediate postoperative is 10 degrees; late postoperative is 10 degrees. Lordosis measurement preoperatively is 104 degrees; immediate postoperative is 70 degrees; late postoperative is 74 degrees. The correction of kyphosis is 30 degrees. A (B)(6) year-old male patient who had sequelae of dorsal laminectomy: kyphosis measurement preoperatively is 74 degrees; immediate postoperative is 52 degrees; late postoperative is 55 degrees. Scoliosis measurement preoperatively is 15 degrees. Lordosis measurement preoperatively is 64 degrees; immediate postoperative is 40 degrees; late postoperative is 42 degrees. The correction of kyphosis is 22 degrees. A (B)(6) year-old female patient who had sequelae of scheuermann's disease: kyphosis measurement preoperatively is 73 degrees; immediate postoperative is 52 degrees; late postoperative is 54 degrees. Lordosis measurement preoperatively is 72 degrees; immediate postoperative is 54 degrees; late postoperative is 54 degrees. The correction of kyphosis is 21 degrees. There is an implant breakage and underwent reoperation to change the fixation material and for complementation with bone graft; during surgery, two foci of pseudoarthrosis were observed. A (B)(6) year-old male patient who had sequelae of scheuermann's disease: kyphosis measurement preoperatively is 74 degrees; immediate postoperative is 42 degrees; late postoperative is 42 degrees. Scoliosis measurement preoperatively is 33 degrees; immediate postoperative is 16 degrees; late postoperative is 20 degrees. Lordosis measurement preoperatively is 68 degrees; immediate postoperative is 45 degrees; late postoperative is 50 degrees. The correction of kyphosis is 32 degrees. A (B)(6) year-old male patient who had sequelae of scheuermann's disease: kyphosis measurement preoperatively is 96 degrees; immediate postoperative is 70 degrees; late postoperative is 72 degrees. Lordosis measurement preoperatively is 52 degrees; immediate postoperative is 26 degrees; late postoperative is 26 degrees. The correction of kyphosis is 26 degrees. An (B)(6) year-old female patient who had sequelae of scheuermann's disease: kyphosis measurement preoperatively is 78 degrees; immediate postoperative is 42 degrees; late postoperative is 45 degrees. Scoliosis measurement preoperatively is 22 degrees; immediate postoperative is 15 degrees; late postoperative is 15 degrees. Lordosis measurement preoperatively is 57 degrees; immediate postoperative is 40 degrees; late postoperative is 43 degrees. The correction of kyphosis is 35 degrees. This report is for a (B)(6) year-old female patient who had sequelae of scheuermann's disease: kyphosis measurement preoperatively is 73 degrees; immediate postoperative is 52 degrees; late postoperative is 54 degrees. Lordosis measurement preoperatively is 72 degrees; immediate postoperative is 54 degrees; late postoperative is 54 degrees. The correction of kyphosis is 21 degrees. There is an implant breakage and underwent reoperation to change the fixation material and for complementation with bone graft; during surgery, two foci of pseudoarthrosis were observed. This report is for an unknown synthes rods: uss. This is report 1 of 2 for (B)(4).